Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) during basal delivery. Customer's blood glucose (bg) level was impacted above 400 mg/dl. The customer took a manual injection to stabilize bg level. In addition, the customer received a cartridge alarm 25. The customer was able to load a new cartridge successfully. It was indicated that the customer had manual injections available for alternate insulin therapy.

Manufacturer narrative:
Cartridge alarm 25 - no failure detected.